Event description:
During stent placement per dr, the stent came off the balloon and had to be retrieved per a 4mm snare. Per dr, the stent delivery system pulled back when the guide cath lost position. Dr said the stent was then caught up on calcium. Dr felt that the device was not at fault.